Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the equipment and confirmed the reported event. The flow sensors were replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9212-000 anesthesia gas machine experienced loss of the ability to mechanically ventilate in pressure mode. The report was received from a single source. The reported event involved a patient. There was no patient information available.